Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch (lbb) lead exhibited high capture threshold and low r-waves sensing values. Upon repositioning, the helix of the lbb lead failed to retract due to tissue in growth. The lbb lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.